Event description:
This lead was implanted on (B)(6) 1997 and was explanted on (B)(6) 2009. Patient called medical records and stated that one lead was "crumbling" however she is unsure as to which lead but both leads were extracted. Leads were also replaced due to being "old".' No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).